Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported patient outcome cannot be conclusively determined. No product available for investigation. The hmii IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with increased abdominal girth and shortness of breath. Right heart catheterization was performed and showed elevated pulmonary filling pressures. Patient was diuresed but continued to feel poorly. On (B)(6) 2017 per patient and family request, the patient was discharged home with hospice and ultimately expired on (B)(6) 2017. The vad coordinator stated that it is unknown if the patient's death was vad related but the vad reportedly functioned as expected. No autopsy was performed.